Event description:
The facility called to report 2 cases of patient's recently having successful arthroscopic shoulder repairs and discharged normally. Several days later they returned for dressing changes, at this point it was noted that each patient had a 4" to 5" long burn mark running down their arm from the exit portal. The patients did not require readmittance to the facility for treatment. The caller could not give any further detail; no dates, not known if the burns were severe enough for treatment. The vapr generator used in each of these cases is being returned for a full evaluation and testing. This file is for 2nd event, also see associated MDR 1221934-2009-00465 for the other event.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.